Manufacturer narrative:
H3, h6: the device was returned for evaluation, confirming the reported event. Visual examination of the returned product confirmed the presence of the unintended material. This material was found to be cardboard from a case used to transfer the finished goods, with the probable root cause determined as packaging quality issue. A documentation review has been conducted, confirming previous complaints of this nature, relating to a manufacturing quality problem, no historical escalations have been observed. A review of the device history confirmed that the product was released according to specification. Following the confirmation of the contaminant, corrective action has been implemented to reduce the probability of further reoccurrences. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. This investigation is now complete with no additional actions deemed necessary at this stage. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. H5

Event description:
It was reported that, five dressings in the carton of a melonin non sterile 10x20cm ctn 75 had some spots on the dressing. As this was noticed upon inspection, there was not patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4).